Manufacturer narrative:
The event was after the annual mobi-c enhanced surveillance survey, the surgeon stated he has already reported these events to his local representative. More information was requested to determine if this event was already treated through a complaint and to determine the root cause. No information were communicated about the product reference or lot number which prevent from reviewing the device history records or traceability to find if there is any non-conformance or deviation in specifications or procedures that may have impacted this event investigation still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us : revision, unknown reason . Information reported the "information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal on patient that was implanted with mobi-c in the past year. Investigation still in progress.

Manufacturer narrative:
Product wasn't received so no visual and functional examination cannot be performed. A review of the device hsitory records and tracaebility aren't possible because reference and lot number of implant wasn't available. From the onely information provided, based on the complaint report the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause of the event cannot be determined. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause can not be determined. If additional informations were received that allow to drawn a conclusion for this investigation , another report will be sent .